Manufacturer narrative:
The subject MDR is utilized to follow-up that of MDR reference: 100165971-2010-00302. The associated device has recently been explanted.

Event description:
Connection issues during the implantation procedure at ventricular level: there was no click sound when the setscrew was tightened. In addition, it was impossible to unscrew that setscrew after the initial tightening. The device was kept implanted. Update: please refer to MDR reference: 100165971-2010-00302. The device associated to this MDR has been explanted and returned for analysis. The physician indicated that several traction maneuvers were performed to successfully extract the lead from the ventricular channel. The lead parameters were checked and determined to be ok.

Manufacturer narrative:
Preliminary analysis of the returned device revealed that it functions in accordance with manufacturing specifications, considering the implant duration.

Event description:
Connection issues during the implantation procedure at ventricular level: there was no click sound when the setscrew was tightened. In addition, it was impossible to unscrew that setscrew after the initial tightening. The device was kept implanted. Update: please refer to MDR reference: 100165971-2010-00302. The device associated to this MDR has been explanted and returned for analysis. The physician indicated that several traction maneuvers were performed to successfully extract the lead from the ventricular channel. The lead parameters were checked and determined to be ok.

Event description:
Connection issues during the implantation procedure at ventricular level: there was no click sound when the setscrew was tightened. In addition, it was impossible to unscrew that setscrew after the initial tightening. The device was kept implanted. Update: please refer to MDR reference: 100165971-2010-00302. The device associated to this MDR has been explanted and returned for analysis. The physician indicated that several traction maneuvers were performed to successfully extract the lead from the ventricular channel. The lead parameters were checked and determined to be ok.

Manufacturer narrative:
(B)(4).